Event description:
It was reported that the vns patient was scheduled for surgery due to the generator nearing end of service and a possible lead discontinuity. High lead impedance, dcdc = 7, resulted from an unknown diagnostic test performed on (B)(6) 2010. The physician had evoked potential monitoring performed, and it was noted that the results revealed a possible lead discontinuity. The patient subsequently had surgery where the lead and generator were replaced. Good faith attempts to obtain additional information and the explained devices for analysis are underway.